Event description:
Pt had a cervical spine fusion with bovine collagen sponge and bone morphagenic protein. Two days later, pt is having a problem breathing and eating. Seven days after surgery pt had a hematoma which was under extreme pressure removed. Through-out the next month pt noticed that he had flu-like symptoms, extreme fatigue, painful swelling in my salivary glands, swollen lymph glands, sore throat, feelings of being choked, flashing of my neck with a white streak down the middle, wheeze from throat swelling, bone growth in lower mandible under my tongue, muscle spasms, headaches, acid reflex, hot flashes and chills. Pt's neck in the front was hard and rigid. Pt still have times when pt feel like pt might die.